Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that ins is dead. Patient stated that about about 8 months ago they could still get it going but then it wouldn't hold a charge and it was difficult for recharger to recognize ins. Patient reported this caused back spasms and caller reported heating. Tss asked for managing hcp and caller asked patient, patient responded "everybody" and mentioned in the past year they've met with "techs like you" (referring to the caller) and they "sync it" to where they cramp up initially when they start charging. Patient indicated they've come to office a couple of times when they thought ins was dead at home but then they could get it going again in the office. Patient mentioned they were told about 3 overdischarge rule but they've had it happen more than 3 times. Tss aske d caller for notified date and caller was just notified of information today but then asked the patient when they first notified mdt and patient went on to say that they've had problems with ins since implant. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative. It was reported that the ins was dead, and unable to be interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient mentioned the last device they had completely died and they had to get it taken out due to the implant battery dying 3 times and inability to get it running after that.